Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4-5 functional tricuspid regurgitation (tr), pacing lead(s) present, lead impingement, a septal leaflet greater than 9mm, and leaflet tethering for a triclip procedure. Two triclips were implanted. The tr was reduced to grade 2-2+. On 05sep2024, during a follow-up echocardiogram, a partial detachment of the posterior leaflet was observed from one of the xtws. The clip was stable on the septal leaflet. The partial detachment was located by a lead, central at the posterior and septal leaflets (p/s). It was believed that the lead may have partially dislodged the clip. The tr was recurrent at grade 2+-3+.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural condition and the migration of partial clip movement was a cascading effect of the dislodged. The recurrent tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.